Manufacturer narrative:
On 22-jun-2016 product investigation results: reporter returned 1 dual clean toothbrush head on 09-may-2016. The evaluation of this complaint was only done based on a return which was unused - returned product within specifications/limits regarding the complaint.

Event description:
The bottom portion of the brush head has fallen off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that for the second time the bottom portion of the oral-b dual clean brushhead had fallen off in his or her mouth while used with an oral-b triumph rechargeable toothbrush. The consumer explained that the brush heads were purchased in a 6 pack; he or she was unsure of exactly how long the brush heads had been used before they broke but guessed that it had been about 3 weeks. This was not the first time that the consumer had used these particular brush heads. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The bottom portion of the brush head has fallen off in mouth [device breakage], no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that for the second time the bottom portion of the oral-b dual clean brushhead had fallen off in his or her mouth while used with an oral-b triumph rechargeable toothbrush. The consumer explained that the brush heads were purchased in a 6 pack; he or she was unsure of exactly how long the brush heads had been used before they broke but guessed that it had been about 3 weeks. This was not the first time that the consumer had used these particular brush heads. No symptoms developed.